Event description:
It was reported that during initial implant, the lead could not be positioned because the helix was unable to retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with distal conductor distorted, and fractured within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. No further helix function is possible. If information is provided in the future, a supplemental report will be issued.